Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The device was found to have a degraded downstream occlusion seal. The dso sensor assembly was replaced.

Event description:
It was initially reported the device has a pin stuck inside the pca dose cord port. The investigation found a degraded dso seal. There was unknown patient involvement and unknown patient harm/adverse event was reported.